Manufacturer narrative:
Title: single-port thoracoscopic wedge resection using the endo gia radial reload: outcome of 15 cases. / arsushi sano, (department of thoracic surgery, chigasaki municipal hospital, cigasaki, kanagawa, japan) mar 05, 2019 (article read on (B)(6) 2019). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to evaluate the radial reload that was used in thoracoscopic wedge resection procedure, 15 patient were involved in this study, and one patient ((B)(6) male) experienced an intra-operative air leak, which needs to resolved with manual suturing, using polyglycolic acid sheet as reinforcement material. Two patients ((B)(6)) experienced prolonged post-operative air leakage after the procedure, which required extended chest drainage for 9 and 5 days. Both patients had a history of smoking and evidence of pulmonary emphysema on computed tomography. One of the two patients required intervention with chemical pleurodesis and coagulation factor xiii concentrate. Both patients were released following resolution after 16 and 6 days in hospital, respectively.